Event description:
It was reported that when a device was used during a laparoscopic gastric bypass procedure, the device did not fire. Opened another device to complete the case. There was no consequence to patient.